Event description:
Home patient (hp) reported feeling full, as she were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp states during therapy she had encountered repeated "low drain volume" alarms, which she bypassed. Hp also had bypassed a "caution negative ultrafiltrate" alarm during therapy. Hp states during the therapy she felt a pain and tightness in her abdominal area. At the competion of therapy, the hp had a total ultrafiltrate volume of -4573ml, which indicates the hp drained out less than 100% of her programmed fill volume over the course of the apd therapy. Hp related performing a manual drain after therapy was completed, however, she does not remember the volume of fluid drained. According to the hp, there was no pt injury or medical intervention.